Manufacturer narrative:
Approximated based on the date of explant.

Event description:
It was reported that the patients ipg was explanted due to an unknown reason. The explanted ipg will not be returned. No further information has been obtained despite good faith efforts.